Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device v214h; tmbbdjq0 number, and no non-conformances related to the reported complaint condition were identified. Manufacturing date: 2-nov2024, expiration date: 30-apr2029. A manufacturing record evaluation was performed for the finished device v214h; tmbbdjq1 number, and no non-conformances were identified. V214h manufacturing date: 14-nov2024 expiration date: 30-apr2029. H3 investigational summary: the product was returned for analysis. Two open boxes (one open box with twenty-eight representative unopened samples and another box with ten representative unopened samples) were received for analysis. Upon initial inspection of the samples, a mismatch observed in the lot numbers; because on the foil packet the print lot number was tmbbdjq1, and on the folder packet, the lot number was tmbbdjq0. A further investigation was performed. It was concluded that during the manufacturing of the product, the work order was reworked, which is indicated by ¿1¿ instead of ¿0¿ in the lot number. Therefore, the labeling is according to the specification. As per the sampling plan, a visual inspection was performed on thirteen samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was conforming to the specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * please confirm the number of sutures that come off from the needle during this procedure. * when did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? * it was reported that "on the box and blister pack is the lot number tmbbdjq1 but on the suture envelope the lot nr is tmbbdjq0" * are there photos available for visual analysis? * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) * please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. It was 7 of 10 sutures that the needle came off the thread. The needle came loose when you pulled through the tissue and when you took a new hold of the needle. It was when you used the thread that it came off. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the thread comes off from the needle. Also the lot number is different. On the box and blister pack is the lot number tmbbdjq1 but on the suture envelope the lot number is tmbbdjq0. There were no patient consequences reported. Additional information was requested.